Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing resulting in pacing inhibition. The patient underwent a surgical procedure in which the ra lead was surgically abandoned and a new ra lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).